Manufacturer narrative:
Corrected data: d4 - expiration date h4 - device manufacture date updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart procedure involving the evolutfx-34 valve, several issues were encountered. A misload was observed on loading past node 4 during screening, and this valve was not implanted in the patient the patient had a heavily calcified raphe and a bicuspid condition, which contributed to difficulties in advancing the delivery catheter system (dcs) to the correct depth. The valve was initially loaded to node 3 and accepted for use, but it was recaptured twice, resulting in an increasing infold size with each recapture. The decision was made to remove the system and utilize a third valve and system. Additionally, a fourth valve was utilized but it was unknown what occurred with the device. There were no effects on the patient.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011988010); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012294200); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012202121); product type: 0195-heart valves; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.